Event description:
I began having problems with my eyes, extreme tearing, redness, blurred vision and pain. I went to urgent care, and they told me I had a scratch in my cornea. They put a patch on, and told me to come back the next day. The next day they told me it was healing. Three days later I began getting the same pain in my other eye. Urgent care sent me to an ophthalmologist. He informed me I have keratitis. He perscribed me lotemax and zymar to clear it up, it took 2 weeks, but finally did. This keratitis was not fungal, it was bacterial. I was a bausch and lomb renu with moistureloc user until recently, and would like to know if this caused it, and to help with your investigation. I used acuvue advance contact lenses with hydroclear, and do not wear them every night. I empty my contact lens cases every night because I did not, a film would be on my lenses if not emptied daily from the solution. Also, occasionally when inserting the lenses into my eyes, they would feel as if I had "grit" or some small objects in my eye. When inserting the lenses I wouldn't see anything, and this grit feeling would eventually go away. There are no special pt charactistics to me, except that I have dry eyes -which is why I used the product-.